Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 422 mg/dl at the time of incident and current blood glucose was 422 mg/dl. Symptoms related to their high blood glucose level was feels lousy, headaches , turns bright red and perspires. The customer was assisted with troubleshooting and declined for high blood glucose and check presence of leaks or air bubbles in reservoir. Customer also reported bend needle when the transfer guard was removed from the package. The customer was treated with insulin pump. Customer will return reservoir and transfer guard for analysis.